Manufacturer narrative:
During investigation, no faults were found with the device and the error could not be reproduced. The device worked as intended. There was no patient harm. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 9 out of 16.

Event description:
Heater-cooler failed to cool on cardioplegia side during a case. Device primed appropriately, but during the case the "contact service" alert appeared.